Event description:
On (B)(6) 2021, my surgeon placed a smark-celero-2s titanium hologic marker during breast biopsy for dcis. After that I started having repeated cough episodes, repeated sneezing with running nose, more frequent afib episodes and my hypertension got worse. In (B)(6) 2021 I had pneumonia and my cough got worst. A chest x-ray and CT scan showed abnormal changes in the lungs and an ultrasound of thyroid showed abnormal changes in the thyroid. My eczema flared up so badly that I started having depigmentation of my skin all over the body with severe itching. Since the surgeon misplaced the titanium marker that is way off the dcis lesion and I have allergic reaction, I need to get it removed as I have a history of multiple allergies including MRI contrast, hair color, jewelry and have history of delayed hypersensitivity reaction to allergens. However, I am having hard time finding a doctor to remove this misplaced marker that has no purpose but caused a systemic reaction in my body. I am very concerned and scared thinking this stray marker might move and get stuck in one of my vital organs and might kill me. Tophat.